Event description:
It was reported that the infusion adapter c70 leaked toxic "cisplatin" over the nurse's hands after it was removed from the transport bag, and the nurse consulted the staff doctor as a result. The c70 on stock was also reportedly moved to quarantine. The following information was provided by the initial reporter: "recently introduced c70 with new clamp-at the oncology ward, the very toxic drug cisplatin was running over the hands of a nurse after unpacking the c70 out of the transport bag. Nurse had to consult the staff doctor. After that incident the c70 on stock at customer was moved to quarantine."

Manufacturer narrative:
Investigation summary: one video was provided to our quality team for investigation. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta11161. The final product for lot ta11161 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the video for evaluation. Visual inspection of the video did not clearly identify the clamp did not close properly. Retained samples were used for additional evaluation. There were no visual defects noted and the dimensional inspection verified the product was manufactured properly. Functional evaluations were conducted and in all cases the clamp performed as expected. Based on available information, since we were unable to duplicate the indicated failure mode and review of the device history records showed no indication of the alleged defect, we were not able to identify a root cause related to the manufacturing process at this time. The supplier has initiated a project to enhance the design of the clamp, improving use and overall customer satisfaction with the device. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends. Conclusion: taking into account the complaints trend history (not related complaints with confirmed manufactured issues) and the kind of the reported issue (not related with the manufacturing process), the most probable root cause seems that the differences between the new c70 (manufactured in almaraz) and the previous c70 have not been clearly explained to the customers. A project has been opened to enhance the design of the claimed product. The primary change involves replacing the material of the current pinch clamp (made of polypropylene) by (polyoxymethylene), a stiffer material, enhancing the use and the customer satisfaction have been approved for the project implementation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the infusion adapter c70 leaked toxic "cisplatin" over the nurse's hands after it was removed from the transport bag, and the nurse consulted the staff doctor as a result. The c70 on stock was also reportedly moved to quarantine. The following information was provided by the initial reporter: "recently introduced c70 with new clamp-at the oncology ward, the very toxic drug cisplatin was running over the hands of a nurse after unpacking the c70 out of the transport bag. Nurse had to consult the staff doctor. After that incident the c70 on stock at customer was moved to quarantine."